Manufacturer narrative:
Na

Event description:
During g3 surgery, the distal locking screw was stuck when it reached the cortical bone. The screw was not able to be inserted. The surgeon tried inserting several times. Therefore, the surgeon changed the screw from a 35mm length to the a 40mm length. The 40mm length screw was too long. The surgeon changed the screw to a 30mm, and the surgery was completed. The surgeon requested the investigation of the screw of 35mm length.